Event description:
Patient presented to the physician with purulent drainage at the chest incision site during a post-implant follow-up appointment. An infection was determined. Physician placed the patient on IV antibiotics and prescribed oral antibiotics. Physician brought the patient into the or a week later, opened the chest pocket, performed a washout procedure, extracted excess scar tissue, placed the ipg in a tyrx pouch, re-sutured, and closed the site. Post-op antibiotics were prescribed after the procedure was completed.

Event description:
Patient presented back to the physician with continued infection at the chest incision site, despite having a recent washout procedure. Physician brought the patient into the or and found that the ipg was protruding through the skin. Physician removed the entire inspire system.